Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia was most likely patient condition related.

Event description:
A 63-year-old female presented for impella support. The physician performed percutaneous axillary impella insertion in the right upper extremity (rue) for high risk percutaneous coronary intervention (hrpci). It was discussed that ideally device would be left in place but also noted that limb ischemia to rue was present. Because of this, device was weaned to assess patient and if patient would tolerate explant. Device was weaned and hemodynamics remained stable for approximately 5-10 minutes and the physicians decided to go ahead and explant impella.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. Instructions for use related to this event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿